Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer was having battery issues. The customer stated they received a replacement battery cap but is having the same issue and keeps replacing batteries. The customer reported weak battery alarm. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.